Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf) and related syncope. Additionally intermittent undersensing occurred due to the change in patient's morphology. The device did successfully convert the vf with a max energy shock however, they continued to go in and out of their underline vf in which therapy became exhausted. Subsequently, the patient has undergone a cardiac catheterization procedure which showed no blockages. Additionally, underwent an ablation procedure. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf) and related syncope. Additionally intermittent undersensing occurred due to the change in patient's morphology. The device did successfully convert the vf with a max energy shock however, they continued to go in and out of their underline vf in which therapy became exhausted. Subsequently, the patient has undergone a cardiac catheterization procedure which showed no blockages. Additionally, underwent an ablation procedure. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.